Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, pacing inhibition and elevated threshold measurements on the right ventricular (rv) channel. A fracture of the rv lead was suspected. Therefore, a revision procedure was performed. The root cause of the clinical observations was not identified and this device and the associated lead was removed from service. No additional adverse patient effects were reported.